Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was intermittently logging out, and the screen was going black during usage. A field service engineer (fse) observed a pyxibus cable positioned in a way that allowed wear from the drawer back chassis, resulting in an exposed conductor and intermittent shorting to the drawer chassis, which matched previously seen symptoms. Replaced the pyxibus cable and secured it with zip ties to prevent further wear. Verified drawer functionality and normal station operation with escort, confirming no further freezing or shutdowns. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system station was intermittently logging out, and the screen was going black during usage. However, there were no delays, adverse events or injuries reported based on this event.